Event description:
Compromised sterile package (blister, lid, or foreign material). It was reported "during the procedure, three separate implants were opened with the inside sterile packaging damaged. Sterility was compromised on all three implants. The 6485-3-615 was implanted after long cycle sterilization of 35 minutes at hospital."

Manufacturer narrative:
As part of a quality system improvement plan stryker corporation conducted a 2 year retrospective MDR review to ensure appropriate MDR reporting decisions. Events reported to stryker from (B) (6) 2006 to (B) (6) 2008 were the scope of this retrospective review. These events are part of a retrospective summary report being submitted under exemption (B) (4). There are 4 events associated with this event type (compromised sterile package) and product code (B) (4).